Event description:
An aneurx stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely tortuous common and external iliac arteries. The physician placed stiff wires and sheath to straighten the pt's anatomy. The physician advanced the stent graft system which was successfully placed and an iliac limb distal to bifurcated stent graft was placed to extend flair. The physician attempted to cannulate the gate, however, after utilizing several techniques it became apparent that the physician was not going to be able to cannulate the gate. The decision was made to use an aui. This was done by placing first an aexch262640 which showed an endoleak (MFR 2953200-2009-01194) post implant, then the physician placed an aexch282840 and the endoleak was resolved. A femoral-femoral bypass was performed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results and conclusion: extremely tortuous common and external iliac arteries.